Event description:
It was reported that: merced vascular and vein center reached out to bsc representative today and said this wires tip frayed and the tip fell off.

Manufacturer narrative:
Device was returned after being informed it would not, device evaluation completed and report updated accordingly.

Manufacturer narrative:
No product was provided for the analysis. As reported by the customer, "merced vascular, and vein center reached out to bsc representative today, and said this wires tip frayed and the tip fell off.'' A review of the device history records of the specimen device does not present any indication of manufacturing defect, or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical, and was determined to be acceptable. At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "improper use" may have impacted on the event as reported.

Event description:
It was reported that, "merced vascular and vein center reached out to bsc representative today, and said this wires tip frayed, and the tip fell off."